Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(4).

Event description:
On (B)(6) 2016, a reporter contacted animas alleging that the patient had a hyperglycemic event while on the pump. The reporter stated that the patient had a blood glucose reading that was hi on the blood glucose meter with strong, fruity breath odor, abdominal pain, polyuria, nausea, and chest pain. The patient continued pump therapy at the time of the call. The patient was treated at home with insulin delivered via the pump, with advice from a diabetes educator via a phone call. The reporter alleged that the basal history did not match the active basal program. The programmed basal rate was adjusted by the healthcare provider. This complaint is being reported based on the allegation that the patient experienced hyperglycemia while using insulin pump therapy and the pump could not be ruled out as a cause or contributor.